Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported tha the patient experienced driveline disconnect alarms and the patient went to the hospital and received a system controller exchange. Approximately 5 days later the patient experienced the same alarms and the perfusionist at the hospital was able to reproduce the alarms by bending the connector end of the percutaneous lead. The manufacturer's technical service personnel performed a percutaneous lead distal end replacement.

Manufacturer narrative:
The patient remains on lvad support with the pump. The device remains implanted and in use by the patient; however, the manufacturer is attempting to acquire the replaced portion of the percutaneous lead for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.